Event description:
It was reported that when the spinal cord stimulator scs device is turned off at night to go to sleep, after a couple of hours, the patient feels a strong paresthesia similar to what is felt with the scs device around the waist/body which is painful. The patient then would check the remote control, and it would show that the scs device is turned off. The patient underwent a revision procedure where the implantable pulse generator ipg was replaced. Since replacing the ipg, the issue has resolved.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. No anomalies were observed when the ipg stimulation was monitored such as stimulation turning off/on by itself or the programmed contact waveform appearing on an incorrect contact. A labeling review determined that the reported event the patient feeling a strong paresthesia around the waist/body which is painful while sleeping is a known inherent risk associated with the use of the device, as documented in the instructions for use IFU.

Event description:
It was reported that when the spinal cord stimulator scs device is turned off at night to go to sleep, after a couple of hours, the patient feels a strong paresthesia similar to what is felt with the scs device around the waist/body which is painful. The patient then would check the remote control, and it would show that the scs device is turned off. The patient underwent a revision procedure where the implantable pulse generator ipg was replaced. Since replacing the ipg, the issue has resolved.